Event description:
Acct. Reports that the extension set disconnects and leaks at the connection to the IV catheter hub. Acct uses brand name IV catheters. States the hub on the extension set is "too big" to hook onto the brand name. States there was no pt. Injury and they did not have any further problems after they changed lot numbers.